Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the customer experienced low blood glucose level and customer was passed out. Customer's blood glucose value was 28 mg/dl. The customer¿s other blood glucose were 218 mg/dl and 135 mg/dl. The customer was treated with food. The center button had a crack on it. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was not using the auto mode feature. The customer reported that they did believe insulin pump was over-delivering. Customer recalls insulin dripping or squirting from end of set before connecting at their site. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test. Device was received with cracked select button keypad overlay. The p-cap locks properly into place. (B)(4).